Event description:
It was reported that the pump battery was unresponsive. The customer's blood glucose (bg) level subsequently increased to display as "high." Insulin was administered via a manual injection to address bg. The customer attempted various troubleshooting steps without success, including using different wall adapters and charging cables. Ultimately, the technical support team decided to replace the pump, and the customer planned to use multiple daily injections to prevent any disruption in insulin delivery.